Event description:
It was reported that the device system was explanted on (B)(6) 2012 due an infection at the dorsal incision. No patient symptoms were provided. The patient was reported to be "doing ok" following the explant. The medication used in the pump was not available. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).